Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, a tunneled line was inserted over the patient¿s left breast. On the following day, the patient complained that the skin at the top of where the tunnel line dressing was and around the middle of it felt hot and itchy; it was beginning to come out in a rash. The medical staff informed the patient that they would change the dressing to a different type of dressing for each dialysis and see how it went. Line locked with urokinase as venous was very sluggish when flushing. On (B)(6),the patient underwent regular hemodialysis and was booked for a new graft placement next thursday. No uf on hd last session. The catheter was not repaired. There was no leak. Tego was not utilized. There was no issue with the luer adapter. Clinell wipes and chloraprep was the cleaning agent used on the device. There was no other defect found on the product. There were no other products being utilized with the device. The line was removed. The treatment proceeded and was completed after the replacement line was inserted. There was no blood loss, and a blood transfusion was not required.